Event description:
It was reported that the health care professional (hcp) was attempting to interrogate this patients subcutaneous implantable cardioverter defibrillator (s-ICD) however was notified that the zoom latitude programmer was not compatible to interrogate. Technical services (ts) recommended follow up with the field representative. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted as this patient had a heart transplant. This s-ICD was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the health care professional (hcp) was attempting to interrogate this patients subcutaneous implantable cardioverter defibrillator (s-ICD) however was notified that the zoom latitude programmer was not compatible to interrogate. Technical services (ts) recommended follow up with the field representative. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted as this patient had a heart transplant. This s-ICD was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.